Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "pain sensation", "hardening", "enlargement", "lump" and "liquid found". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient reported left side ""pain sensation", "hardening", "enlargement", "lump" and "liquid found". Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, g1, g2, h6.

Event description:
Patient reported left side ""pain sensation", "hardening", "enlargement", "lump" and "liquid found". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ pain: unable to observe since it is not related to the device. ¿ visibility/palpability: unable to observe since it is not related to the device. ¿ lump/nodule: unable to observe since it is not related to the device. ¿ seroma-late: unable to observe since it is not related to the device. Additional observations: ¿ observed deformation on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side ""pain sensation", "hardening", "enlargement", "lump" and "liquid found". Device has been explanted and replaced with non-allergan device.